Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the handpiece was tested on a generator and was found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.

Event description:
It was reported that during an unk procedure, the handpiece would not work. No further details were provided on the nature of the problem or case involvement. The customer stated there was no pt consequence.